Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via review of fluoroscopy during a routine device change-out. The patient was asymptomatic. No electrical anomalies were detected. The lead was successfully extracted and replaced with no adverse consequence to the patient. The patient was fine post procedure.

Manufacturer narrative:
External insulation abrasion was noted at 14.3-14.4cm from the connector pin, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 13.9-19.1cm from the distal tip. The etfe coating was intact at these locations.